Manufacturer narrative:
The lot number of the device used is unknown, consequently, the MFR date of the device is unk. Since the device was disposed of by the facility and will not be returned for evaluation, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.

Event description:
It was reported to boston scientific corporation that in 2007 a patient underwent a cystocele repair with graft utilizing the capio open access suture capturing device. The device performed as designed. It threw and captured a suture. It was also reported that "during the procedure the physician accidentally put the suture through the ureter." The physician opened the abdomen to access the ureter and performed the repair. The cystocele repair with graft and repair of the ureter were reported as successfully completed and the patient was fine following the procedure.